Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and a drain was implanted. After the procedure, it was noted that the reservoir was fully swelled and did not suck. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Received one used drain. The drain functioned properly, no leakage observed. There are a lot of dry blood clots inside the drain which make the drainage more slowly.